Event description:
The account alleges that backflow of blood occurred due to cracking seen on the three-way stopcock. The device was replaced with a new unit and pressure monitoring was continued. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned at a later date, the investigation will be re-opened.